Event description:
Dome detached during traction removal. Device was pulled straight up from the stoma. Management oxide was used. Vinegar was not used. The pt was obese. Indwelling period was 211 days. Detached portion was removed endoscopically.